Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 100 mg/dl. Customer reported symptoms of hunger and shakiness. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 71 mg/dl and 72 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/19/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 100 mg/dl. Customer reported symptoms of hunger and shakiness. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 71 mg/dl and 72 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/19/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue. Correction of lot #:test strip lot # pr1964 added.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 100 mg/dl. Customer reported symptoms of hunger and shakiness. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 71 mg/dl and 72 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/19/2017 and open vial date is 07/20/2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.